Event description:
I placed an endo gia stapler into the patient during a routine laparoscopic appendectomy. On placement of the stapler, insufflation pressure was lost. The insufflation tubing was switched from the 12 mm step cannula through which the stapler was placed to a separate cannula. Once enough working space was created to visualize the stapler, the stapler was removed. The stapler was inspected to ensure the staple load was installed correctly. Once adequate insufflation pressure was established, the stapler was reintroduced and immediately pressure was lost. Air and fluid was seen to be leaking from the joint between the staple cartridge and handpiece. After increasing flow on the insufflator from 5 liters per minute to 30 liters per minute, I was able to establish adequate working space. I noticed a small laceration in the serosa of a loop of small intestine that was adjacent to and shaped like a part of the stapler head. I withdrew the stapler and had it taken off the field. It had not been fired. I completed the case with a new stapler handpiece and staple cartridge. I inspected the small intestine multiple times through the remainder of the procedure. The laceration was only through the serosa so no suture or resection of bowel was required. I explained the stapler malfunction to the patients mother, discussed the removal of the device from the operative field, and that I did not expect any long term-term impact on his recovery.